Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was observed that the unit¿s on/off switch was not loose. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed on the device which found that the unit failed the cannulation check and the off/on/osc switch mode function, but the on/off switch was not loose. It was further determined that the unit failed the switching function because the upper trigger got stuck when it was pressed. During repair, it was observed that there was an excessive corrosion inside the sub-assembly component. It was further determined that the upper trigger was corroded, the stop ring was worn and the unit showed signs of immersion. It was further determined that the issue was consistent with improper cleaning. The assignable root cause was determined to be due to improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the on/off switch of the small battery drive device was loose and not staying in place. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was not available and so the same device was used to complete the surgery. There was no human patient involvement as the device was used for veterinary purposes. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.